Event description:
The patient had a stroke. The healthcare professional ordered a brain scan MRI to assess her fully. It was noted that the patient's devices were implanted for headaches. Follow-up with the patient's healthcare professional was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See manufacturer's report number 3004209178-2009-02631 for information following MRI.